Manufacturer narrative:
Device evaluated by MFR: photos were provided to aid in the investigation. The photos were reviewed and it was confirmed that at least one of the seams has expanded as expected with use and the tip is torn. It appears that the tip has been separated.

Event description:
It was reported that a device fragment was noted inside the patient. The iliofemoral anatomy was moderately to severely tortuous. A 14f isleeve introducer sheath was used to gain femoral access during a transcatheter aortic valve (tavr) implant procedure. A medium acurate neo valve was successfully implanted. No resistance was noted during advancing or withdrawing the acurate transfemoral delivery system through the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was removed according to the instructions for use with the diliator inserted inside the introducer sheath. There was no resistance noted with inserting or removing the 14f isleeve introducer sheath. Final angiography revealed the presence of a radiopaque foreign matter at the height of the femoral tip. The foreign matter was not present at the start of the procedure. The foreign material is believed to have originated from the 14f isleeve introducer however there was no obvious source of the foreign material as the 14f isleeve introducer sheath appeared visually intact with no missing piece upon removal. The foreign matter was left inside the patient with no flow impedance.

Event description:
It was reported that a device fragment was noted inside the patient. The iliofemoral anatomy was moderately to severely tortuous. A 14f isleeve introducer sheath was used to gain femoral access during a transcatheter aortic valve (tavr) implant procedure. A medium acurate neo valve was successfully implanted. No resistance was noted during advancing or withdrawing the accurate transfemoral delivery system through the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was removed according to the instructions for use with the diliator inserted inside the introducer sheath. There was no resistance noted with inserting or removing the 14f isleeve introducer sheath. Final angiography revealed the presence of a radiopaque foreign matter at the height of the femoral tip. The foreign matter was not present at the start of the procedure. The foreign material is believed to have originated from the 14f isleeve introducer however there was no obvious source of the foreign material as the 14f isleeve introducer sheath appeared visually intact with no missing piece upon removal. The foreign matter was left inside the patient with no flow impedance.